Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic hemicolectomy procedure the surgeon felt the coagulation performance of the esg-400 electrosurgical generator to be insufficient. The monopolar erbe hand piece used was then replaced by another one but since the coagulation performance was still felt to be insufficient, the output of the hf-generator was increased to finish the coagulation. The esg-400 was also used in bipolar thunderbeat mode because the resection was done using a thunderbeat instrument and there was no performance problem determined then. After the surgery, the patient was transferred to the intensive care unit, where a severe burn injury was discovered on the patient's thigh where the neutral electrode had been positioned. No further information was provided.

Manufacturer narrative:
Corrected data: b1 - report type. Device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation but to the olympus regional repair center (rrc) prerov, czech republic (received at the rrc on 2022-09-01). During the evaluation at the rrc, no functional defect of the electrosurgical generator could be determined, the device was found to be working correctly. Burns in the area of the neutral electrode are a known complication in monopolar applications. They may occur if the neutral electrode is applied incorrectly, if the body region in question is not sufficiently depilated or if there are residual fluids between the skin and the electrode. In all likelihood, an incorrectly attached neutral electrode did not only cause the reported patient injury, but the resulting increased contact resistance also led to the reduced output performance reported by the customer. Thus, the reported event/incident was attributed to user error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.